Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that his cycler was alarming for air detected in the cassette during fill 1. He could not clear the alarm and cancelled treatment. When he opened the cassette door he found fluid leaking from a hole in the cassette membrane. The set was discarded. During follow-up the patient's pd nurse reported that he did not have any signs of infection. He was not prescribed antibiotics.